Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was "easy to cause the dislocation of" the pacing lead in the coronary sinus when implanting a right atrial (ra) lead. The coronary sinus lead was re-implanted and the atrial lead was removed and replaced. No patient complications have been reported as a result of this event.